Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer, and observed abnormal reaction data from the sample. The fse could not conclusively determine a failure mode from the reaction monitor data and did not identify any malfunction of the analyzer. The fse verified instrument performance. The customer could not provide any further details regarding the patient who was provided with medication due to the false high creatinine results. To date, there has been no report of harm to the patient. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of false high creatinine (cre) results of one (1) patient sample on their dxc700au chemistry analyzer. The customer reported of a change in treatment for the patient. The patient was provided with medication due to the false high cre results. The customer did not provide patient data or demographics.